Event description:
It was reported that on (B)(6) 2018 the patient underwent autologous breast reconstruction surgery and a bard/davol phasix st mesh was implanted abdominally to help repair the removal of the patient's abd tissue. It is alleged about 16 months later on 08/23/2019 the patient underwent additional surgical procedure which included exploration of her abd wall due to increased swelling and discomfort. As reported, the surgeon noted the area to have severe inflammatory response to the phasix st mesh. As reported, the phasix st mesh was incorporated into the muscle and the surgeon removed a significant amount of scar tissue. Contact reports the patient continues having abd discomfort with working out and swelling. Addendum per follow up with contact. Following the index procedure (B)(6) 2018) the patient "developed a seroma from the mesh at the top left of the abdomen" that was "surgically treated after several session draining, wearing compression, and finally having another drain implanted weeks after the surgery." During the revision procedure performed on 08/23/2019 it was noted that the surgeon was unable to stitch the patient's muscles together to fix the diastasis because there was hard mesh involved with muscle. As reported the patient's physical therapist that works on the scar tissue stated that the mesh was not gone. The contact states that there is still a hard lump in the area of implant.

Manufacturer narrative:
Based on the information provided, no conclusion can be made at this time as to the cause of the post-op complication. As reported, the patient experienced inflammation which is listed as a known adverse reaction in the instructions-for-use. With no lot number provided, a review of the manufacturing records could not be conducted. With the information provided no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. This is an addendum to the initial emdr to document additional information provided. As reported the patient developed a seroma post implant. Seroma formation is a known inherent risk of surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. It is unknown at this time, what may be causing the reported "hard lump" in the area of implant. The additional information does not change the initial determination, no conclusion can be made. Should additional information be provided, a supplemental emdr will be submitted. Device not returned.

Manufacturer narrative:
Based on the information provided, no conclusion can be made at this time as to the cause of the post-op complication. As reported, the patient experienced inflammation which is listed as a known adverse reaction in the instructions-for-use. With no lot number provided, a review of the manufacturing records could not be conducted. With the information provided no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Device not returned.

Event description:
It was reported that on (B)(6) 2018 the patient underwent autologous breast reconstruction surgery and a bard/davol phasix st mesh was implanted abdominally to help repair the removal of the patient's abd tissue. It is alleged about 16 months later on (B)(6) 2019 the patient underwent additional surgical procedure which included exploration of her abd wall due to increased swelling and discomfort. As reported, the surgeon noted the area to have severe inflammatory response to the phasix st mesh. As reported, the phasix st mesh was incorporated into the muscle and the surgeon removed a significant amount of scar tissue. Contact reports the patient continues having abd discomfort with working out and swelling.